Event description:
Spontaneous. Patient's mother reported the nurse reached out to us to inform us that they need a new pump because it malfunctioned. Patient's mom said she is not able to do a long infusion time and needs to keep it at 1 hour and 30 minutes. Unknown if the patient missed a dose or experienced an adverse event as a result of the defective product. Unknown if the patient has the defective product on hand for possible return to the manufacturer. No further information. Reported to (B)(6) by: patient/caregiver.